Manufacturer narrative:
(B)(4).

Event description:
Medical records received 2-mar-2018. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2017 for pain, stiffness, weakness, instability, and tibial and femoral component loosening (unknown interface). Competitor products were implanted at revision. Doi: (B)(6) 2016 dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per (B)(4) - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional previously related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Any follow-up for additional event information will be conducted by the legal group. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 02-april-2020: re-opened due to medical records received on june 17, 2019 and x-ray film ad 21 june 2019. The received medical records were reviewed for MDR reportability by a depuy medical professional. There was no new information provided. No updates to the complaint are required. Several x-ray images dated (B)(6) 2016 (primary), (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017 were provided for review. Visual examination of the images could not confirm the reported event of implant loosening. No evidence of implant fracture, disassociation, or anything indicative of a device non-conformance was found. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). (B)(4) capture medical device removal and surgical intervention.